Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called lifescan on 10/27/04, alleging that the meter would not power on. Medical affairs spoke to the pt on 10/28/04 and obtained the following information. The pt has not used the meter for approximately 2-3 months. Since he stopped using his meter, he was still taking his daily oral medications. Data unk, the pt did not test his blood glucose prior to visiting his md for a schedule appointment. His blood glucose on the md's device was 301 mg/dl. Md did not treat the pt; however, advised the pt to take his oral medication. The pt is always tired and has not changed his eating habits. The batteries were replaced less than a year ago and the meter still has no power. Customer service sent the pt a new meter. Based on the information provided, there is no evidence of a serious injury. There is evidence of a malfunction, since the power issue was not resolved.